Event description:
It was reported that the left ventricular lead exhibited a capture anomaly. The lead was capped during a routine defibrillator change out procedure. The patient was in stable condition before and after the procedure.

Manufacturer narrative:
(B)(4).